Manufacturer narrative:
Analysis found the unit alarm motor error during rewind due to corroded motor home switch. All operating currents are normal. No unexpected low battery, off no power, or battery out of limit alarms during testing. No blank display or reset anomaly was noted during testing. Unable to verify any alarms due to constant motor error during motor rewind. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump received low battery alert. He also received a compromised force sensor system, program safety, battery out limit, and motor position encoder error alarms. His blood glucose was 220 mg/dl at the time of incident. The customer stated that the insulin pump was stuck in prime rewind. He stated the insulin pump was not dropped or bumped. He stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.